Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results for non-vitros quality control fluids and vitros performance verifiers processed using vitros chemistry products dgxn slide lot 1913-0247-5668 on a vitros 4600 chemistry system (s/n (B)(4)). The most likely assignable cause of the lower than expected vitros dgxn results is an instrument performance issue. Vitros dgxn within-run precision tests were unacceptable indicating an instrument performance issue and a review of e-connectivity also concluded that there were multiple indications of suboptimal instrument performance. Improved vitros dgxn performance was obtained after two separate service events during which the slide incubator and reflectometer were cleaned, the cm rotor roller kicker bearing and the lead screw motor nut assembly of the iwf metering assembly were replaced and adjustments made to all subsystems.

Event description:
A customer obtained lower than expected vitros dgxn results for non-vitros quality control (qc) fluids and vitros performance verifiers (pv). The results were generated using vitros chemistry products dgxn slides processed on a vitros 4600 chemistry system. Vitros pv m5007 results of 1.36, 1.50, 1.64, 1.73, 1.57, 1.69, 1.51, 1.56, 1.61, 1.43, 1.75, 1.24, 1.70, 1.65, 1.64, 1.74, 1.30, 1.16, 1.50, 1.27, 1.42, 1.47, 1.58, 1.34, 1.40, 1.59, 1.36, 1.41, 1.27, 1.65, 1.48, 1.51, 1.69, 1.13, and 1.70 ng/ml vs. The range of means midpoint value of 2.26 ng/ml. Biorad l2 lot 31850 results of 1.90 and 1.94 ng/ml vs. The baseline mean result of 3.60 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm due to the event. However the investigation cannot rule out that patient results were not or would not be affected if the event were to recur undetected. (B)(4).